Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device. Proper device operation was observed. Physio downloaded the electronic patient record from the event for analysis. A clinical specialist examined the electronic patient record from the event and determined that the device use may have contributed the patient¿s outcome due to a use error. The record indicated that CPR was in progress when the device was connected to the patient. Within 9 seconds, CPR was paused and the underlying rhythm was observed to be non-shockable. CPR was resumed until sync mode was turned on. CPR was not resumed after sync mode was turned on. Ventricular fibrillation (vf) was noted at 2 minutes and 15 seconds after CPR was stopped. Vf continued until the patient was disconnected from the device. The sync mode was turned on when the patient¿s ECG rhythm indicated asystole and then terminated in vf. The device charged as indicated. When the shock button is pressed the device will not deliver a synchronized shock to either asystole or vf because there were no ¿r¿ waves in the ECG complex for the device to sync to. As a result, the device would not shock the patient when prompted. The lifepak® 15 operating instructions states that in sync mode, if energy is not delivered when the shock buttons are pressed that the cause may be due to the sync button being pressed when the rhythm is vf/vt. The recommendation is to press the sync button to turn off sync and then press the shock button. Both of the charge removals observed in the electronic patient record were done by the device user by turning the speed dial. Physio-control has contacted the customer and offered additional training which the customer has declined at this time. The customer advised that the patient event had occurred outdoors in the bright sunlight and that the crew may not have been able to see that the sync function was turned on. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report the following: ¿on (B)(6) 2015, (B)(6) responded to an apparent cardiac arrest patient. Engine and [unit redacted] arrived on scene and initiated als patient care. While performing cardiopulmonary resuscitation efforts on the cardiac arrest patient it was interpreted the patient had a heart rhythm of fine ventricular fibrillation. It was at approx. 11:12 hours the physio control lifepak 15 was charged to 200 joules and an attempt to deliver the shock was made. The lifepak 15 would not deliver the charge after depressing and holding the shock button multiple times. The charge was then cancelled. All cable connections were double checked for secure connection and defibrillation pads were checked for proper adhesion to patient. All connections appeared to be appropriate and secure. The device was charged again to 200 joules. Again the device would not deliver the shock after depressing and holding the shock button multiple times. Chest compressions were resumed immediately after each attempt. A secondary lifepak 15 was then brought onto the scene from [unit redacted] cables were moved directly over from the initial life pak 15 and attached a successful defibrillation shock was delivered. A second shock was delivered successfully several minutes later as patient care continued during transport to [hospital name redacted] emergency room.¿ the patient did not survive the event. The medic involved stated that he may have pressed the device¿s sync button prior to attempting to defibrillate. There was also an approximately 8 minute delay before the backup device was obtained and used to continue patient care. No further details about the patient or the event were provided.